Event description:
Pt with history of bovine collagen injections had most recent treatment in 2001. Pt experienced a lump and erythema at injection site eight days after injection. Treatment of the event included oral augmentin, a medrol dosepak, and needle aspiration.